Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed the sheath was kinked and the imaging window section was twisted. There was no imaging core windup within the telescope and sheath sections of the device, and no damages or failures were observed on the catheter code printed circuit board assembly. Microscopic inspection showed no damage on the distal tip or guidewire exit port assembly. Impedance testing showed an electrical open in the proximal catheter which x-ray analysis revealed to be as a result of a broken drive shaft and imaging core windup. Functional testing showed the telescope assembly was able to properly pull back, advance, and retract. A test guidewire was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. The catheter was properly recognized by the imaging system when plugged into the motor drive unit and no connection issues or errors were detected during its testing. It was observed that the catheter flushed normally when the imaging core was fully retracted and fully advanced.

Event description:
Reportable based on device analysis completed on 08nov2023. It was reported that the device was defective. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, the device was defective and unraveled on the pullback sled. The procedure was completed successfully. There were no patient complications. However, device analysis revealed the imaging window was twisted.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed the sheath was kinked and the imaging window section was twisted. There was no imaging core windup within the telescope and sheath sections of the device, and no damages or failures were observed on the catheter code printed circuit board assembly. Microscopic inspection showed no damage on the distal tip or guidewire exit port assembly. Impedance testing showed an electrical open in the proximal catheter between 120-130 cm. Functional testing showed the telescope assembly was able to properly pull back, advance, and retract. A test guidewire was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. The catheter was properly recognized by the imaging system when plugged into the motor drive unit and no connection issues or errors were detected during its testing. It was observed that the catheter flushed normally when the imaging core was fully retracted and fully advanced. H6 component codes, evaluation result codes, and h10 additional MFR narrative: corrected.

Event description:
Reportable based on device analysis completed on (B)(6) 2023. It was reported that the device was defective. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, the device was defective and unraveled on the pullback sled. The procedure was completed successfully. There were no patient complications. However, device analysis revealed the imaging window was twisted.